Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states that blue top (coag tubes) are not filling properly. This happens primarily when using a syringe and transferring the blood to the tube. Because of this, the staff expressed that sometimes the cap would "pop" off the tube because they have to push the blood into the tube for it to be enough for testing.

Event description:
Customer states that blue top (coag tubes) are not filling properly. This happens primarily when using a syringe and transferring the blood to the tube. Because of this, the staff expressed that sometimes the cap would "pop" off the tube because they have to push the blood into the tube for it to be enough for testing.

Manufacturer narrative:
Co24-2100-408_ received 1rk each: 454323/b240733d and 454331/b240234d for evaluation. Received customer pictures. We have no further complaints on the materials/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No underfilling could be observed in the tested samples. No caps popped off during evaluation. The complaint could not be duplicated.